Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was in use by two separate patients, both using a separate devices programmed for pca use. They had no similar issues prior to the use of this lot number. The disposables in question were compounded on different days and quantity of fluid added to the reservoir has been verified to be correct by multiple pharmacists on their staff. These reservoirs ran empty despite showing anywhere between 24.7ml - 56ml remaining in the reservoir. Device programming and overall use verified using the device report features. They are quarantining the specific lot for a long time being. 250 cadd reservoirs run out early on patients.